Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection in the scrotum. The ipp was explanted and replaced with a tactra. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection in the scrotum. The ipp was explanted and replaced with a tactra. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders passed visual inspection and leakage test. Momentary squeezed pump passed visual inspection, functional testing and leakage test. The reservoir passed visual inspection and leakage test. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.